Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported leakage in the catheter, airbubbles when flushing. Leakage is located between the wing and insertion site. Flushing with saline, showed airbubbles and fluid leakage in and out of the catheter. The nurse stopped flushing, and piccteam was called. They examined and removed catheter. No harm to patient, no adverse events.

Event description:
It was reported leakage in the catheter, airbubbles when flushing. Leakage is located between the wing and insertion site. Flushing with saline, showed air bubbles and fluid leakage in and out of the catheter. The nurse stopped flushing, and PICC team was called. They examined and removed catheter. No harm to patient, no adverse events. Additional information: it was reported nurse at the home for elderly reached out to the PICC team at the hospital 28/11 because at 25/11 it was discovered leakage between wing and the catheter, towards the patient. The nurse saw air bubbles during aspiration and lack of backflow. No patient harm. A new piccline placed without complications.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) of refy1415 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, complaint and lot history review, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter when flushing was confirmed. The product returned for evaluation was 4fr s/l powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter where it connects with the molded suture wing. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed.

Event description:
It was reported leakage in the catheter, airbubbles when flushing. Leakage is located between the wing and insertion site. Flushing with saline, showed air bubbles and fluid leakage in and out of the catheter. The nurse stopped flushing, and PICC team was called. They examined and removed catheter. No harm to patient, no adverse events. Additional information: it was reported nurse at the home for elderly reached out to the PICC team at the hospital 28/11 because at 25/11 it was discovered leakage between wing and the catheter, towards the patient. The nurse saw air bubbles during aspiration and lack of backflow. No patient harm. A new piccline placed without complications.